Manufacturer narrative:
Siemens filed MDR 1219913-2016-00039 on february 3, 2016 reporting a patient sample result that was (B)(6) on an alternate method and reproducibly (B)(6) on advia centaur xp hbc total. The (B)(6). March 9, 2016 additional information siemens verified the customer observation of (B)(6) when testing the returned patient samples on both hbct lot 100079 (reference) and lot 100076 (complaint). Based on the siemens advia centaur systems hbct controls (387160097) and siemens internal controls (a-d) data, siemens does not confirm an issue with advia centaur hbct readypack reagent lot 100076. It does appear based on other markers that this patient represents a recovered specimen with antibody falling below the detection level of the assay. Root cause cannot be determined.

Manufacturer narrative:
The cause for the (B)(6) is unknown. Siemens healthcare diagnostics is investigating. Multiple instruments and two lots of reagents yield (B)(6)results indicating that the issue is not reagent lot or instrument related. Us: the limitations section of the instructions for use states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection. The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." Ex-us: the limitations section of the instructions for use states: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers." Reagent lot 100076, (B)(4) expiration date july 13, 2016. Reagent lot 100079, (B)(4) expiration date october 19, 2016.

Event description:
Customer observed a patient sample result that was positive for hbct on an alternate method and reproducibly (B)(6) on the advia centaur xp hbc total. The viral load result was also (B)(6). It is unknown whether treatment was altered or prescribed based on the (B)(6) the advia centaur xp (B)(6) result although it is possible the patient could have received an interferon treatment. There are no reports of adverse health consequences due to the (B)(6) the advia centaur xp hbc total result.